Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high/infinite and spike in impedance values. It was also reported a lead warning triggered in unipolar mode. The rv lead remains implanted - in service, and will be evaluated at device replacement time. No patient complications have been reported as a result of this event.